Event description:
It was reported the patient lost effective coverage due to the l5 drg lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
The event of lead migration was reported to abbott. The issue was resolved with replacement of the lead. Effective therapy was reestablished. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.